Event description:
It was reported that shaft break occurred. The vascular access was obtained via the right femoral artery. The 90% stenosed, >48x>4.00mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. Pre-dilation was performed with a 3.00x15mm nc balloon catheter, leaving 60% residual stenosis. A 4.00 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, the proximal shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: synergy synergy ous mr 4.00 x 48 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a break located at 24.2 cm distal from the distal end of the strain relief. Multiple hypotube kinks were noted along the length of the hypotube shaft.a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found a break located at 24.2 cm distal from the distal end of the strain relief. Multiple hypotube kinks were noted along the length of the hypotube shaft.a visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The vascular access was obtained via the right femoral artery. The 90% stenosed, greater than 48x greater than 4.00mm, concentric, de novo target lesion was located in the non-tortuous and severely calcified right coronary artery. Pre-dilation was performed with a 3.00x15mm nc balloon catheter, leaving 60% residual stenosis. A 4.00 x 48mm synergy ii drug-eluting stent was advanced for treatment. However, the proximal shaft broke. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.